Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer called distributor (sysmex) who informed us that burning marks on the pcb (printed circuit board basically controller board) of the part and the housing of glp track cross switch. The visible smoke or fire from controller board of the cross switch, visible through melting/color changing plastic housing of glp track. There was no damaged to facility or user. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.

Manufacturer narrative:
The abbott automation solutions (aas) technical group performed an investigation based on the complaint information. The aas team determined that the pcb showed evidence of melting around the actuator and burn marks. Investigation showed that the issue was most likely caused by serum and blood spill onto the board where power connections were made between some of the other components. Furthermore, it was also identified that the board was an older revision of the dc distribution base. This meant that the board was not equipped with the additional polyfuses used to separate the power distribution on the board, which may have been a contributing factor. Review of tickets did not find any other complaints related to the current issue for glp crossswitch (list number 06r20-01) in a 12-month period. Based on the investigation, a deficiency was identified as the glp crossswitch failed to meet performance specifications or otherwise perform as intended at the customer site. The issue only affects parts received prior to june 2019. Review of distribution of the impacted parts indicated none of the affected parts were received within north america. This report is being filed on an international product, glp track end, list number 06q42-01, which has a same/similar component of the modular glp track system registered in the us, list number 04z96-51 and 510k number k213486.

Event description:
The customer called (B)(4) (distributor) who informed abbott that the glp cross-switch of the glp systems track caught on fire. It was further reported that there was visible smoke or fire on the controller board of the cross switch and that melting/color changes were noted around the plastic housing. There was no damaged to facility or user. There was no patient involvement and no harm to user reported. No additional impact to user safety was reported.